Event description:
It was reported that externalized conductors were observed when the patient presented for generator change out for normal eri. No electrical anomalies were detected. The physician elected to keep the lead active at this time.